Event description:
It was reported that catheter removal difficulties were encountered. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 20mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, after the third inflation at 26 atmospheres, the balloon had difficulty in retracting off the non-bsc wire. The balloon was removed fully deflated and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that catheter removal difficulties were encountered. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 20mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, after the third inflation at 26 atmospheres, the balloon had difficulty in retracting off the non-bsc wire. The balloon was removed fully deflated and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter with a non-bsc guidewire. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The non-bsc guidewire was returned with the device. The guidewire passed through device with no resistance or issues. The guidewire was inserted through both the rapid port exchange and the tip of the device and encountered no difficulties. A laser micrometer was used to measure the outer diameter of the non-bsc guidewire returned within the balloon catheter. The exposed and undamaged portion of the wire was compatible use with the balloon. Product analysis did not confirm the reported events as the guidewire passed through the device with no resistance or issues. There was no damage or irregularity found to the device.